Event description:
It was reported by the legal department that a pt died after undergoing a right breast reconstruction following a mastectomy for breast cancer. An epidural catheter was inserted into pt's back and bupivacaine was administered over two days. In the evening of the event the pt developed shortness of breath with an abnormal respiratory rate and was given oxygen, narcan, and dopamine (at various times) but the pt expired. It was noted that an alaris pump was in use but was not suspected to be a contributing factor. The cause of death as stated from the office of the medical examiner was a lethal overdose; pt's blood level of bupivacaine was abnormally high at 1.2, a toxic level.